Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated the impedance trend of the extravascular defibrillation coil 1 conductor was decreasing. Analysis of the device memory indicated the impedance trend of the extravascular defibrillation coil 2 conductor was decreasing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-system implant, oversensing was noted on the extravascular (ev) lead sensing channel as the patient was waking up and breathing heavily. Lead impedances were noted to be on the higher side post-closure, and air around the lead was suspected but not proven. X-ray imaging the following day showed the system was implanted a little higher than expected in relation to the patient's heart, but r-waves were still within acceptable ranges. Detections were kept on with therapies off overnight, and the therapies were enabled the following day when the patient was discharged. The ev lead remains in use. No further patient complications have been reported as a result of this event.